Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump reservoir compartment was broken and that the insulin pump was no longer functioning and the blood glucose ran high. She did not know the blood glucose reading. The customer was treated with manual injections. The caller was unable to troubleshoot and was advised to have the customer call for assistance. The insulin pump was not replaced or returned for analysis.